Event description:
It was reported that during implant, the atrial port set screw was errantly screwed in without the associated lead having been attached to the device. The torque wrench supplied with the device and three other torque wrenches were used to release the set screw, but all failed. The device was not implanted and an alternate device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw had a rounded socket.